Event description:
Tip of shaver (arthrex 3.85 mm x 12.5 cm ref (B)(4) sabre tooth resector) broke off in the ankle during procedure. Surgeon retrieved tip of shaver with a grasper. Mini c-arm was utilized to determine that there was no retained object left in the ankle. Printed image is contained within the pt's medical chart.